Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri and eol were triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4), 2007) advisory population.

Manufacturer narrative:
Once analysis is complete this event will be updated and resubmitted.

Event description:
Boston scientific received this implantable defibrillator at the post-market quality assurance laboratory. Memory review revealed this device declared the battery status elective replacement indictors (eri) while implanted and had a pattern of increased charge times. This device failed labeled longevity. This device has been forwarded for detailed analysis. No adverse patient effects reported with the return of this device.

Event description:
--